Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On (B)(6) 2013, information was received from a patient who was receiving bupivacaine and dilaudid (hydromorphone) (unknown concentrations and doses) via an implantable pump for malignant pain, chronic pain and other pain indications. On an unknown date about 10 months ago, the patient was unable to empty their bladder so it felt like they had to go all the time. The patient's healthcare professional (hcp) was considering a permanent surgery to implant a supra pubic insertion of bladder tube and the patient wanted to know if it was related to the pump or medication before the procedure. It was stated the patient had no trouble urinating in the hospital so infection was not a concern. The patient was redirected to their hcp. The outcome of the event was not reported. Additional information has been requested regarding cause of the urinary retention and outcome of the event.